Manufacturer narrative:
(B)(4). Date of event: publication year of 2011. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: single-incision laparoscopic cholecystectomy (silc) using harmonic scalpel. Author/s: ahmed abdel-raouf el-geidie, m.d. Citation: journal of surgical research 176, 50¿54 (2012); doi:10.1016/j.jss.2011.07.031. This retrospective study discussed about the single-incision laparoscopic cholecystectomy (silc) using harmonic ace (hs-silc) in an attempt to simplify the procedure. From may 2010 to february 2011, 67 patients (female=59; mean age= 32 ± 14.1 years, age range=19 ¿ 63 years; mean body mass index=26.5 ± 6.2 kg/m^2, body mass index range=20.8 ¿ 32.2 kg/m^2) underwent an attempted hs-silc for symptomatic gallbladder stone disease. During the procedure, one 5-mm trocar was placed, superiorly and to the left of the trocar for the camera for insertion of harmonic scalpel (harmonic ace, ethicon), with care taken to place it as far away from camera port through the fascia. Harmonic ace was used as a sole instrument for dissection of the posterior and anterior peritoneal covering of calot to expose the cystic artery and duct. For closure and division of cystic pedicle, the instrument was set at power 2, for more coagulation. The gallbladder was dissected off the liver bed also using harmonic ace, which was set to level 5, for more cutting power. After wash and suction, the gallbladder was removed by grasping its neck using harmonic ace and pushing it in the 10-mm port while withdrawing the camera. Reported complication included bile leakage from transected cystic duct due to instrument failure (n=1) which the patient was converted to conventional 4-port laparoscopic cholecystectomy (lc). In conclusion, hs-silc is safe and feasible. It simplifies the procedure and makes operative time less with better cosmetic results and lower rate of conversion to multi ¿ incision lc or open cholecystectomy.